Event description:
Customer reports to have forgotten to give a bolus delivery, as a result, customer's blood glucose was 424 mg/dl, which was treated with manual injection. Customer's blood glucose at the time of call was 423 mg/dl. Customer states she heard a beep on insulin pump without an alarm. Customer states insulin pump read "bolus battery". Customer was advised to monitor insulin pump and call back should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.